Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that currently out of stock and is not being transferred to the plx - ghost pocket. A technical support specialist examined the station and accessed the cce folder located on the desktop. Subsequently, they navigated to the tools folder and opened the database tool. Within the piedbtool window, the specialist clicked on "piedbtool" and selected the connect option. They then highlighted all items associated with that station, right-clicked, and chose the option to "delete inventory of selected pocket" and resolve the ghost pocket issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system hep2i (heparin (2 units/ml) in ns 2000 units (1000 ml) infusion ) is currently out of stock and is not being transferred to the plx - ghost pocket. The customer did not indicate any patient harm resulting from the issue; rather, there was merely a delay in obtaining the medication. There were no adverse events or injuries reported based on this event.